Event description:
The patient presented for a pump refill 09/2005. The expected reservoir volume was 2.4ml and the actual was 18ml. The pump was refilled. The patient returned to the clinic the 4th day with complaints of intense lower limb pain. The expected reservoir voume was 17.4ml and the hcp found that none of the 18ml had infused. A catheter xray demonstrated the catheter to be okay. A rotor study showed the totor to not be moving. The pump was explanted and replaced 2005. After surgery, the new pump is reported to be functioning correctly and the patient's pain has subsided.